Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 29.1 mmol/l. The customer had ketones. The customer had an ear infection. The infusion set was changed many times but the blood glucose did not decrease. One of the infusion sets had a bent cannula. The customer reverted to manual injection and the blood glucose did decrease. The insulin pump was disconnected form the customer's body at the hospital, and the doctor stated that the high blood glucose may have been caused by the ear infection. Troubleshooting was performed and the device alarmed no delivery during the high pressure test. In the alarm history multiple no delivery and button error alarms were found. The customer inserts the infusion set in the buttocks. The area did not appear irritated or sore. The insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
Evaluated one sealed reservoirs. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran an occlusion test as follows: the reservoir was filled with diluent and connected to a new infusion set. Installed the reservoirs and connector into an insulin pump and performed the manual prime test. The fluid flow through the infusion set and exit in the catheter tip. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.